Manufacturer narrative:
(B)(4). The device is not available for analysis.

Event description:
Per the clinic, the patient sustained a head trauma resulting in the decision to explant the device. The device was explanted (B)(6) 2014 and the patient was reimplanted with a new device on (B)(6) 2014.